Event description:
It was reported that the filter had migrated caudally, tilted "severely" to the right and "ended up straddling both of the patient's common iliac veins". Allegedly, the filter was retrieved and after the removal, it was identified that one of its struts and/or the end of the strut was missing from the device. A second filter was implanted.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing and there was nothing found to indicate there was a manufacturing related cause for this event. This lot meets all release criteria. The device was not returned; therefore, a product evaluation could not be performed. The result of the investigation is inconclusive as neither the product nor case images were returned for evaluation. The current IFU (instructions for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate label dimensions specified in the IFU. Warnings: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.